Event description:
Report received of an overdelivery. In 2003, pump was delivering morphine 5mg/ml. The remaining programmed parameters were unspecified. After an unspecified length of time, the pump powered off with no reported audible alarm. The pump was then reprogrammed to deliver morphine 1 mg/ml, instead of the intended 5 mg/ml. The following day at an unspecified time, it was noted that the patient was "difficult to arouse, and their mental status changed." The customer reported that between 1743 and 1333, the patient received a total of 65mg of morphine (at the intended concentration of 1mg/ml, the delivered amount would have been 13mg), which was reportedly, "too much." The patient was treated with "1cc of diluted narcan." The patient recovered with no adverse sequelae, and the hospital stay was not prolonged. Though requested, no additional info was provided.